Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bd urine meter foley tray item #a902916, #a319416am and #a902916 had drainage tubing emerging from the top of the urine meter instead of passing through the plastic drainage tubing kickstand at the top of the drain bag. The recommended resolution was to use the green sheeting clip included with the drainage tubing for urine meter foley trays. The tubing should be clipped to the bed, allowing it to drop straight over the side into the bag to prevent kinking or dependent loops. As per the customer follow up on 29may2025 via email, customer said there had been reports of foley bag tubing products with kinks, some of which slow or occlude flow, while others did not. The products listed did not had patient identifiers, making it difficult to confidently answer related questions. However, a list of patients and photos of returned products are available for review.